Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, an unspecified guide catheter and a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) were in place. However, an enterprise 2 4mmx23mm vascular reconstruction device became impeded in the microcatheter hub and could not be pushed into the microcatheter (mc). The doctor tried to retract the stent, but the stent could not be retracted. The doctor removed the stent and microcatheter (mc) together from the patient, then switched to new devices to complete the surgery. The surgery was prolonged by about 15 minutes. Additional event information received on 15-apr-2026 indicated that flushing was performed during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 15 minutes procedural delay did not result in a patient adverse consequence. Two photos are attached to the complaint file. The first image captures the proximal end of the guide catheter with a kink close to the ID band. The second image captured the prowler select plus proximal section; inside the hub the stent can be seen partially diploid and the guidewire inside it. No other damage was observed. Lake region medical did review the device history records related to the manufacturing, inspecting and packaging of the lot 9985744. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. The reported issue regarding an obstructed condition cannot be evaluated through photo, as a functional test is required. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.